Event description:
It was reported while using bd plastipak¿ syringes the syringe was deformed. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported a fault with one of their 50ml syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes d9: returned to manufacturer on: 17-may-2022. Investigation summary: one used sample was provided to our quality team for investigation. Through visual inspection, there is no evidence of a leak, no damage or crack was identified in the syringe barrel, the stopper was correctly assembled on to the plunger rod, and the tip and thread are verified to be properly molded. A device history review was performed for the reported lot 2008322, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tip and thread verification. The returned sample underwent these same tests and all results were found to be within specification, no issue was identified that could have lead to the alleged leak. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was deformed. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported a fault with one of their 50ml syringes.